Manufacturer narrative:
PMA/510 (k) # - the power supply accessory is approved per the 510 (k), k053069, submitted for the micromaxx ultrasound system.

Event description:
The customer reported that the power supply accessory which is used with their micromaxx ultrasound system burst open. This event occurred during a patient exam. There were no injuries or medical intervention reported.